Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause of this event cannot be conclusively determined with the available information. The stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a patient with a 31mm 7300tfx mitral pericardial valve presented to the hospital with shortness of breath, activity intolerance, and heart failure after an implant duration of eight (8) years, two (2) months. Tte had suggested deterioration and worsening mitral regurgitation. After an implant duration of eight (8) years, four (4) months the patient underwent a valve-in-valve procedure due to severe mitral valve stenosis and regurgitation. Intraoperatively the tee showed a small mobile density near the mitral valve annulus sewing ring felt to be likely debris on the sewing ring or suture material. The tmvr procedure was performed with a 29mm 9600tfx transcatheter valve. During implant of the 29mm 9600tfx valve the valve delivery system got kinked and and the valve could not be centered properly. The 9600tfx valve and delivery system were removed and a new 29mm 9600tfx valve was implanted successfully. The delivery system was removed and tee showed excellent valve leaflet mobility with only very trivial pvl that completely resolved. The mean gradient across the mitral valve was reduced to 3mmhg post valve deployment. No protamine was administered at the conclusion of the procedure as there was concern of some debris forming on the left atrial wire. The patient was extubated, neurologically intact, moving all four (4) extremities, and hemodynamically stable.

Manufacturer narrative:
Reference CAPA-20-00141.